Event description:
Reportedly, when the device was powered on, it immediately displayed an unspecified 'battery' message. When the reporter tried to perform an analysis of patient rhythm, the device would not respond to actuation of the analyze switch. The reporter indicated patient outcome was not affected by the discrepancy, due to lack of patient viability.